Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Maybe not to bite down too hard, because I followed the instructions used it one night then on the second night, the 2 pieces separated. The guy on your phone said maybe I bit down too hard because the top part that melts had a few holes where my teeth I guess went through to the harder part. Please send me a replacement.